Manufacturer narrative:
The customer's biomed reported that the touchscreen was replaced and the device was put back into service. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touch screen was non-responsive on one-half the screen. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.